Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, shows the particulate matter is similar to burnt fiber in the header cap of the dialyzer. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter inside the fluid path was observed with one unit of revaclear 300 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.